Manufacturer narrative:
No injector was returned for evaluation for the report of plastic shards entering the eye when implanting the iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A purchaser reported that during intraocular lens (iol) implant procedures, several instances of plastic shards have entered the eye when implanting the iol. This file represents the iol delivery system.